Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown lot); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) non-medtronic balloon. Following the implant of the valve, a post-implant bav was performed using a 23 mm non-medtronic balloon. Two days following the implant of the valve, the patient experienced stroke-like symptoms, and a stroke was confirmed via neurological assessment. Six days following the implant of the valve, the patient developed loss of vision as a result of the stroke. Per the physician, the implant procedure, transcatheter valve, and delivery catheter system (dcs) caused or contributed to the symptoms. Additionally, the patient's calcified anatomy and post-implant bav were reported to be contributing factors to the stroke.

Event description:
Additional information was received that the post-implant bav was performed due to under expansion of the valve that was caused by severe leaflet calcification. The patient had a calcified aortic root and arch that contributed to the stroke. It was noted that the patient was discharged home; however, the patient's vision was not restored.

Manufacturer narrative:
Updated data: b5, h6, h11. System reported device section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (0012899568); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.